Event description:
An area of breakdown was noted approx 1 cm in size on the area where the sensor had been placed.

Manufacturer narrative:
During a routine site visit, this incident was brought to the attention of a somanetics clinical manager (cm). The cm was advised that the sensor ribbon cable had become twisted when the infant was swaddled in a blanket. It was also noted that the sensor had been placed with the ribbon cable across the infants back instead of off to the side as noted in the IFU's. The cm provided instruction to the nurse educator for proper placement. Follow-up at one week with the nurse mgr noted the site had no infection and was healing without intervention.